Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the system performs an off-center intrastromal tunnel in the unknown eye of a patient, during lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site technical visit, field service engineer carried out adjustments to the microscope and microscope base, system alignment was checked, performed system verification and completed ( service installation record signed and confirming device meets specifications. Field service engineer could not confirm nor replicate reported event. Logfiles were requested but not provided, therefore logfile review cannot be performed. Treatment report and additional information was requested but not provided, therefore a clinical evaluation cannot be performed. No root cause for the customers reported event could be determined, since not enough information was provided to perform a proper investigation. The manufacturer internal reference number is: (B)(4).